Event description:
It was reported that the user received a ¿dosing stopped¿ message for approximately 14 hours with prompts to enter a blood glucose value or connect a cgm, along with alerts indicating pairing failed, sensor unavailable, sensor error, and sensor ended. Outcomes included temporary suspension of automated insulin delivery and inability to enter a fingerstick value due to lack of a meter, with no reported clinical symptoms. Investigation included user interview and troubleshooting assistance, during which the user attempted multiple scans and later received support from a family member. After restarting the ilet, the device resumed operation and displayed a glucose reading of 148 mg/dl. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with cgm sensor unavailability and pairing issues that resolved following device restart and successful sensor communication rather than a device or component failure.